Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Patient was doing an ercp for cbd tumour obstruction. Used fs-omni and acrobat 260, followed by cytology brush. Then we opened the evo-11-10-6-b for stenting, it was damaged/ broken from the wire exit point. But we proceeded to see if can deploy as it was. Unfortunately it snapped as we were trying to deploy and we replaced with another evolution stent to complete the procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. At what stage of the procedure did the complaint occur? ,while inserting the evolution in the patient 2. What endoscope type and channel size was used? Olympus ercp duodenoscope 3. What was the position of the elevator? N/a, 4. Details of the wire guide used (diameter, type, make)? Metii 260 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? No 7. Please advise the anatomical location of the intended target site.common bile duct 8. How long was the stent in the patient by the time this complaint occurred? The stent was damaged from the packaging, noticed when loading the wire. But processed to see if it may deploy, but it didn¿t 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? We opened a new stent 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Distal stricture of the cbd 2. Where was the stricture located in the body? Cbd(common bile duct) 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Other 2. If other, please specify the stent seemed broken at wire exit pint before insertion into the scope. We proceeded to see if it can still deploy. When trying to deploy it snapped and broke. The stent didn¿t deploy. 3. Was the directional button pressed during use? Yes 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes 3. If yes, what was used? New stent used 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a 5. Was the safety wire fully removed before removing the delivery system? N/a 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used durin.

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on 18-apr-2024. This file will capture 01x case of damage to the device prior to use (in this case the zip port). The event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 18-apr-2024. This file will capture 01 x case of damage to the device prior to use (in this case the zip port). The event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.